Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 600 cc mentor memorygel breast implant, catalog #3506004bc, serial # (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian patient who underwent breast augmentation revision with a 600 cc mentor memorygel breast implant experienced right sided baker¿s grade iii capsular contracture and rupture post procedure. It was indicated that a fall that took place on (B)(6) 2019 and may have contributed to the rupture. Rupture was diagnosed through magnetic resonance imaging on (B)(6) 2019. The diagnoses were confirmed through a visit with to physician. As a result, bilateral prosthesis replacement with 400 cc mentor memorygel breast implants was performed.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/14/2019. Device evaluation summary: according to the information provided, the patient experienced chest injury when the patient fell, a resulting rupture, and capsular contracture. During evaluation of the device a crease was found on the posterior view. Also a tear measuring approximately 10.5 cm was noted within crease. No additional anomalies were discovered. It is possible that the root cause of the rupture is the fall that the patient experienced. On the other hand, a crease/fold failure may be the result of continuous and sustained stresses to the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).